Event description:
A customer obtained (B)(6) vitros syph results from multiple patient samples and from a vitros (B)(6) control fluid when tested using vitros syph lot 1170 on a refurbished vitros eci immunodiagnostic system. (B)(6). Vitros syph tpa level 1 control, results for the timeframe (B)(6) 2021 (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. (B)(6) vitros hbsag, vitros ahcv and vitros hivc results were also obtained for the five patient samples around the time the (B)(6) vitros syph results were obtained ((B)(6) 2021). However, (B)(6) vitros hbsag, vitros ahcv and vitros hivc results do not meet potential health and safety criteria. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) vitros syph results were obtained from multiple patient samples and from vitros (B)(6) control fluids when tested using vitros syph lot 1170 on a refurbished vitros eci immunodiagnostic system. The most likely cause of the event was an instrument related issue, with contamination identified within the auxiliary bottle on board the instrument containing uwr. Following the identification of the contamination, the ortho fe cleaned the auxiliary bottle and replaced the uwr in the bottle. It is possible that the contamination was introduced within the uwr on (B)(6) 2021 when the customer performed weekly maintenance on the instrument and vitros syph results from vitros syph tpa control fluid testing prior to (B)(6) 2021 were within acceptable guidelines. Vitros syph results from vitros syph tpa l1 control fluid testing starting on (B)(6) 2021 were unacceptable, with (B)(6) vitros syph results obtained from l1 vitros syph tpa control fluid testing obtained up until (B)(6) 2021. (B)(4).